Manufacturer narrative:
Per medical assessment the reported impacted heart rate and blood pressure were not accompanied with aggravating signs or symptoms indicative of a life-threatening health condition. Moreover, no values were reported. Hence this event will be assessed as non-serious injury. The cause of the reported therapy problems has the likelihood to be user-related as per the customer's report that the difficulties seemed resolved following a change in the method of setting up the infusions. Moreover, the operator of the device opened the door during infusion and did not indicate to have clamped the line. Use errors and proper user instructions are addressed in spectrums operator's manual, which is shipped with every spectrum device. The user manual instructs ¿to open the pump door the IV set's slide clamp must first be closed (thus providing "set-based anti-free flow" protection)". The manual further instructs the user to "not open the slide clamp when the door is open or during and after IV set unloading". The customer is further warned that such a maneuver "can cause dangerous, uncontrolled free flow to occur." Hence, the customer's reported action of opening the pump door during IV infusion therapy will be assessed as device use error. In terms of flow rate, the pump's user manual also warns that at rates of 2ml/hr or below, accuracy can be affected by ±0.1 ml/hr. The manual continues to warn that other causes leading to flow-rate problems include variations of fluid viscosity, fluid temperature, head height or back pressure, non-vented sets with rigid containers, or any combination thereof. As per product labelling it is again advised that a fluid bolus (maximum of 0.1 ml) can indeed occur when an administration set is loaded, the door is closed, and the slide clamp removed. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was in use with a clearlink non-dehp filter extension set for delivery of epoprostenol to a patient. The nurse had stopped the infusion due to air that had accumulated in the filter. The resulting air accumulating in the filter resulted in flow restrictions and pump alarms. When the infusion was stopped, and the pump door opened to clear the air, boluses occurred. The reporter stated that the patient experienced a ¿clinical impact in terms of heart rate and blood pressure¿ however no further clinical information was provided related to the patient. It was further stated that for some of the infusions the flow rate was set at 0.5ml ¿ 2ml and wondered if this may be a contributing factor to the event. No additional information is available.